Manufacturer narrative:
The device has been returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during reprocessing the subject device had a cloudy image. The issue occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Updated: d8, g3, g6, h2, h3, h4, h6, h10 corrected fields: h6 ¿ health effect ¿ impact code a DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the user¿s request was not confirmed. However, poor color image due to faulty cable was observed. In addition, smashed connector tip was found. The faulty cable and damaged connector can attribute to the reported event of "cloudy image." Based on the results of the results of the investigation, the most probable cause of the additional discovered damages is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): ¿ if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation. ¿ when the endoscopic image does not appear normal on the monitor, the image sensor may have been damaged. If electric power supply is continued for a long time, the camera head can become hot and could cause operator burns. In this case, turn the video system center off immediately. ¿ if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Olympus will continue to monitor the performance of this device.

Event description:
It was reported that during reprocessing the subject device had a cloudy image. The issue occurred during reprocessing and there was no patient involvement.